Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced low blood glucose around 40 mg/dl. The customer stated that they suspended the insulin pump to correct the blood glucose. The customer also reported that the sensor was having inaccurate readings. The insulin pump will not be returned for analysis.